Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). MDR 3003442380-2024-03515- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada from 16 april 2024 to 18 april 2024, it was reported that five infusion sets cannula were bent. Patient blood glucose level was high which was corrected through multiple daily injections. Within 24 hours after insertion customer noticed symptoms. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.